Manufacturer narrative:
The returned valve was patent and met the requirements for valve flux and reflux testing. The valve did not meet the requirements for leak, pressure-flow, or preimplantation. Before testing, the valve was occluded. Laboratory personnel flushed the valve and proteinaceous debris came out of the outlet allowing the valve to pass patency and to be tested for reflux, pressure-flow, and preimplantation. The debris broke up into tiny particulates after the flush, therefore the technician was unable to capture an image. The valve did not meet the requirements for leak test due to tears in the chamber. There was base misalignment observed in the reservoir. It is unknown how or when this damage occurred. The instruction for use cautions, ¿handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. Use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage¿¿ there was proteinaceous debris on the interior and exterior of the valve. The instructions for use cautions, ¿underdrainage may occur due to obstruction or inadequate performance level setting. Shunt obstruction may occur in any of the components of the shunt system due to plugging by brain fragments, blood clots, bacterial colonization, tumor cell aggregates or other debris at some point along its course.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was occluded. The valve was explanted and was to be replaced. The patient outcome was noted as alive ¿ no injury.